Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that the right ventricular lead exhibited loss of capture. An x-ray revealed cardiac perforation. The lead was explanted.